Event description:
The customer reported the system would not display the live fluoroscopic image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.